Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital after receiving inappropriate therapy. Review of the session records revealed double counting. Lead dislodgement was revealed under the x-ray. The lead was explanted and replaced. The patient was stable post procedure.